Event description:
A peritoneal dialysis (pd) patient's son reported finding a leak from a supply bag connection during dwell 1 of the patient's treatment. He was assisted in cancelling the current treatment. He was also advised to contact the patient's pd nurse regarding this incident. During follow up, the patient's pd nurse reported that the patient had no complications from the event and was able to complete treatment as expected. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.